Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient death occurred. The patient presented with unstable angina. Vascular access was obtained coaxially via the radial artery. The 70% stenosed, 24x2.5mm, concentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After inserting a 6f 3.0 ebu guide catheter, a choice floppy wire was advanced to cross the lesion. Predilation was performed with a 2.00x9mm maverick balloon catheter. Subsequently, a 2.50x24mm promus element¿ drug-eluting stent was advanced to treat the target lesion. However, while advancing the stent towards the lesion, the physician noted no cardiac movement. The patient developed bradycardia and became unstable again. The physician removed the stent and put the patient on intra-aortic balloon pump (iabp) due to sudden cardiac arrest. The patient was then transferred to the critical care unit (ccu) where the patient became ill and died.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient developed consistent pain even during procedure and has been shifted to coronary care unit (ccu) and was under monitoring continuously. Aggressive medical management was done. The patient died due to sudden cardiac arrest. No autopsy was performed.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient developed consistent pain even during procedure and has been shifted to coronary care unit (ccu) and was under monitoring continuously. Aggressive medical management was done. The patient died due to sudden cardiac arrest. No autopsy was performed.